Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during positioning of the 5th coil during an embolization treatment, the coil stretched. The hub of the microcatheter was cut off and an attempt was made to withdraw the coil with a snare device; however, approximately 1cm of the coil tip caught on the previously implanted coils and was unable to be removed. The microcatheter was removed to the puncture site, and the remaining portion of the implant was sutured. An angio-seal evolution was used to achieve hemostasis. Under fluoroscopy, it was noted that the coil did not move at the internal carotid artery. During a follow-up visit ten (10) days after the procedure, the implant was confirmed to be stable and had not moved. There was no reported patient injury. The patient was reported to be stable.